Manufacturer narrative:
Evaluation results: one medfusion 3500 was returned for investigation in used condition. Both the tamper seals were broken on the pump. In addition, the right plunger case was cracked on the bottom right corner. A review of the event history log revealed the following error: "pump motor drive phase b post." The investigator noted that the pump exhibited this issue due to normal wear and tear. Normal wear and tear was established as the root cause of the customer complaint. The battery on the pump was 6 years old. The pump was not repaired due to the discontinuation of the service for software 4.1.5. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that there was a "most post failure" error. There was no patient involvement.